Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Evaluation of the incident device found the suction tube blocked and the insulation near the tip melted. The instructions for use warns to clean the suction channel as needed with the stylet or by suctioning sterile water through the channel. Additionally, the IFU warns to verify all anesthesia circuit connections are leak free before and during use of electrosurgery. Both oxygen and nitrous oxide promote combustion and may cause fires resulting in burns to patient or surgical personnel.

Event description:
The customer reported that the suction coagulator started on fire during use. There was no injury to the patient. Oxygen was in use but the rate is unknown. The patient was intubated for the procedure.